Event description:
The customer stated an architect i2000 analyzer generated false negative (B)(6) results for one patient sample. The patient sample had generated positive (B)(6) results of 0.07 iu/ml and 0.06 iu/ml on (B)(6) 2008. The sample was being analyzed again to verify a new (B)(6) reagent. On (B)(6) 2009 negative (B)(6) results of 0.71 s/co and 0.73 s/co were generated with the new (B)(6) reagent. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, an analysis of the reagent lot in use, and a search for similar complaints. Precision and accuracy testing indicated hbsag reagent lot 77042lf00 was performing within specifications. Tracking and trending did not identify an adverse trend for the reported complaint issue. Based on the investigation no product issue was identified for false negative results using architect hbsag reagent lot 77042lf00.

Manufacturer narrative:
(B)(4) - investigation in process, no method, results or conclusion code can be chosen at this time.this report is being filed on an international product, (B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.